Event description:
It was reported that a revision surgery was performed due to acetabular fracture after the patient sustained a fall on their garage floor.

Manufacturer narrative:
(B)(4) - no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.